Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. D6a - date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection of the returned lamitrode lead found all the internal lead wires broken.